Manufacturer narrative:
Device evaluation: it is not possible to determine the catalog number through the photos provided. Visual analysis of the photographs identified: ¿ deflation and use error: not observed, it cannot be seen according to the condition of the photograph. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation confirmed via ultrasound and mammogram. Later, healthcare professional reported capsular contracture, baker grade ii, presence of folds, and ¿I created a hole while trying to take the implant out with my tweezers¿. Device has been explanted.

Manufacturer narrative:
Cont e1 zip code- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.